Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two in.pact admiral dcb were used to treat the left prox, mid and distal sfa. Approximately 3 months post procedure the patient suffered critical limb ischemia reported as probably related to the target lesion and was treated with a pta. The event is resolved. The investigator and sponsor assessed the event as not related to the device, procedure or paclitaxel. (Updates (B)(6) 2019 also reviewed).